Manufacturer narrative:
The customer complaint of bubbling overlays was confirmed on the returned pcu devices. External inspection of the returned pcu devices confirmed slight delamination in the upper left hand corner of the pcu keypad. No obvious signs of fluid ingress was observed during internal inspection. Previous testing was performed using pcu m2 units with separated overlays. The units were cleaned per the directions for use (dfu) and these units subsequently passed functional keypad testing. Fluid ingress was only detected on the edge of the overlay and no fluid ingress was detected in any of the other layers (9 other layers) or on any electronics components. The issue is a result of a design change wherein the dimensions of the case and overlay may result in buckling as temperature stress is applied. The issue is believed to be cosmetic in nature at this time. The pcu m2 keypads will be replaced by the repair depot during servicing. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involved.

Event description:
The customer reported the front panel membrane is coming undone on additional devices, and it is worse than previously experienced. The customer provided photos of the membranes partially detached. There is no report of patient involvement.